Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "resistance in auxiliary biopsy channel" involving pentax model eb-1970uk/serial (B)(4). No further information was provided at the time of the report. Pentax has made a good faith effort attempt to collect additional information from the facility. No further information has been received to date. The device was returned to pentax. Pentax service inspectional findings included: primary operation channel resistance, failed dry leak test, failed wet leak test, leak at side body cover, ultrasound warning label cut, ultrasound, connector body deformed/bent, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ultrasound warning label cut. Repairs were performed on the device which included replacement of the following components: o-rings and seals, operation channel, bending rubber, cn3 label, cn4 label, sub connector pb-free, heat-shrink tube ID=5mm l=30mm, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), warning label. The device was shipped back to the facility on 07/19/2021.